Event description:
As reported by (B)(6), a patient experienced cerebral infarction, cerebral hemorrhage, right hemiplegia and paralysis. At the time of the index procedure, the patient underwent stent assisted coil embolization of a left parasellar aneurysm with implantation of an enterprise vrd (enc452812/02422610), 4 orbit galaxy coils (640cx0406, 640cx0306 x 2, and 640cx0408/all lot numbers unknown) and one non-codman coil. The jailed-technique was utilized for the procedure. The patient¿s unruptured saccular aneurysm¿s diameter was 7.0mm. The neck to sac ratio was 3.9 : 6.4mm. The act was 123 sec pre anticoagulation and 230 sec post anticoagulation. The parent vessel size diameter proximal was 4.3mm and distal was 4.3mm. The occlusion rate immediately after the procedure was 90% with mrs of 0. At the one year follow-up, the parent vessel diameter was unchanged and occlusion rate was 100%. No angiography was taken during for the 2-year follow-up. Approximately 23 months after the index procedure, the patient suffered a cerebral infarction with cerebral hemorrhage that led to right hemiplegia and paralysis. MRI was taken, and it was diagnosed that a lacunar infarction occurred where the vrd was grafted. The condition was diagnosed as not life-threatening. The patient was on no anti-coagulant at the time of the cerebral infarction, and pletal 200mg/day orally was started as treatment for the infarction. At the time of the 3 year study follow-up, the patient¿s condition was reported as improving, with mrs of 1, but angiography was not performed at that time. According to the physician, the event was not related to the procedure, but was related to the enterprise stent. No further information or procedural images were available.

Manufacturer narrative:
Complaint conclusion: as reported by the "(B)(4) study", a patient experienced cerebral infarction, cerebral hemorrhage, right hemiplegia and paralysis. At the time of the index procedure, the patient underwent stent assisted coil embolization of a left parasellar aneurysm with implantation of an enterprise vrd (enc452812/02422610), 4 orbit galaxy coils (640cx0406, 640cx0306 x 2, and 640cx0408/all lot numbers unknown) and one non-codman coil. The jailed-technique was utilized for the procedure. The patient¿s unruptured saccular aneurysm¿s diameter was 7.0mm. The neck to sac ratio was 3.9 : 6.4mm. The act was 123 sec pre anticoagulation and 230 sec post anticoagulation. The parent vessel size diameter proximal was 4.3mm and distal was 4.3mm. The occlusion rate immediately after the procedure was 90% with mrs of 0. At the one year follow-up, the parent vessel diameter was unchanged and occlusion rate was 100%. No angiography was taken during for the 2-year follow-up. Approximately 23 months after the index procedure, the patient suffered a cerebral infarction with cerebral hemorrhage that led to right hemiplegia and paralysis. MRI was taken, and it was diagnosed that a lacunar infarction occurred where the vrd was grafted. The condition was diagnosed as not life-threatening. The patient was on no anti-coagulant at the time of the cerebral infarction, and pletaal 200mg/day orally was started as treatment for the infarction. At the time of the 3 year study follow-up, the patient¿s condition was reported as improving, with mrs of 1, but angiography was not performed at that time. According to the physician, the event was not related to the procedure, but was related to the enterprise stent. No further information or procedural images were available. There were no devices returned for analysis since they were implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the enterprise stent (lot 02422610). The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction/stroke is a known complication of embolic coils and stents placed in cerebral arteries. Based on the information provided, and without repeat angiography following the infarction, it is not possible to determine the cause of the hemorrhage and infarct. There was no evidence provided to suggest the complaint was related to a device manufacturing issue; therefore, no corrective actions will be taken. This is 1 of 5 mdrs being submitted for this complaint with associated manufacture report numbers of 1058196-2014-00209, 1226348-2014-30063, 1226348-2014-30062, 1226348-2014-30061 and 1226348-2014-30060.

Manufacturer narrative:
(B)(6). Concomitant medications included: bayaspirin 100mg/day: (B)(6) 2011 ~ (B)(6) 2012; plavix 75mg/day: (B)(6) 2011 ~ (B)(6) 2012; pletaal 200mg/day: (B)(6) 2013 ~ on-going; heparin 5000u: during the initial procedure ((B)(6) 2011); heparin 10000u: duration of 24 hours after the procedure ((B)(6) 2011 ~ (B)(6) 2011). This is 1 of 5 mdrs being submitted for (B)(6). Additional information will be submitted within 30 days of receipt.